Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the evacuation bypass valve (ebv) was faulty. The fse replaced the ebv, which repaired the failing controls. The fse re-reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer reported the positive control of the iq200 elite instrument was failing intermittently. The customer also reported that the focus was failing. There were no erroneous patient results generated or reported out of the lab.